Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced increased low back pain radiating into both legs after a fall. Additionally, the patient experienced weakness and loss of motor function in the legs. Magnetic resonance imaging (MRI) that was taken which did not reveal any significant findings in relation to the patients degenerative condition however, it was assessed that there was probable impingement of the lumbar nerve roots. This event was assessed as not related to the scs procedure and not related to the scs device however, it was unknown if it was stimulation related. The patient was hospitalized and a reprogramming of the scs system was performed. The patients pain returned to baseline with the use of the scs device and the patients pain medication was adjusted. The patient was discharged from the hospital and his pain and motor function has improved.

Manufacturer narrative:
Updates to the following: block d6: implant date. Block e1: initial reporter phone and email.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient (a7007 relief 2) experienced increased low back pain radiating into both legs after a fall. Additionally, the patient experienced weakness and loss of motor function in the legs. Magnetic resonance imaging (MRI) that was taken which did not reveal any significant findings in relation to the patients degenerative condition however, it was assessed that there was probable impingement of the lumbar nerve roots. This event was assessed as not related to the scs procedure and not related to the scs device however, it was unknown if it was stimulation related. The patient was hospitalized and a reprogramming of the scs system was performed. The patients pain returned to baseline with the use of the scs device and the patients pain medication was adjusted. The patient was discharged from the hospital and his pain and motor function has improved.